Event description:
It was reported that the arctic sun device was not warming the patient. The patient was taken off from the device and sent for out of service for the department. Per follow up information received on 20aug2021, it was found that the wrong pad size was used, which resulted in the perceived failure.

Manufacturer narrative:
The reported event was confirmed as use related based on the reported event. It was unknown whether the device had met specifications. The product was used for treatment purposes. The failure was caused by the misuse of the product. The potential root cause was not chosen due to no appropriate potential failure mode for wrong pad size selection. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "the clinician is responsible for determining the appropriateness of use of this device and the user-settable parameters, including water temperature, for each patient. The pad surface must be contacting the skin for optimal energy transfer efficiency. Place the patient (1.8 - 4.5 kg; 4.0 - 9.9 lb) on the pad. Avoid placing the patients over the manifolds or other high pressure locations. The rate of temperature change and potentially the final achievable temperature is affected by pad surface area coverage, placement, patient size, and water temperature range. Due to the small patient size (1.8 - 4.5 kg; 4.0 - 9.9 lb) and the potential for rapid patient temperature change, it is recommended to use the following settings to the arctic sun® temperature management system: water temperature high limit: =40°c (104°f); water temperature low limit: =10°c (50°f) select the proper number, size and style pad for the patient size and clinical indication. However, the rate of temperature change and potentially the final achievable temperature is affected by pad surface area, patient size, pad placement and water temperature range. Best system performance will be achieved by using the entire pad set (4). If the entire set of pads is not used, the minimum flow rate may not be achieved." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was not warming the patient. The patient was taken off from the device and sent for out of service for the department. Per follow up information received on 20aug2021, it was found that the wrong pad size was used, which resulted in the perceived failure.